Event description:
The customer reported that the roller clamp on the tubing is hard to manage. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection of the device no anomalies were found. The device was performance tested to simulate the reported failure. The higher durometer tubing used in the device made the roller clamp difficult to manipulate. The customer's complaint was confirmed. Currently a new roller clamp design is being validated to address this type of failure. Evaluation: method: device history record was reviewed, complaint database was reviewed.